Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that bubbles appeared during the vitrectomy surgery, obstructing the surgeon¿s view. The surgery was completed after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned product was visually inspected and no obvious defects were found. A calibrated console representing the current software version was used to test the product. The light emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The correct cut rate displayed on the console screen. The probe radio frequency identification connectors functioned per specifications. The product could prime and pass intra ocular pressure calibration successfully. No air leak or occlusion was detected from the probe during priming process. No message code appeared on the screen. No bubble was observed in the probe line. Cleaning process was able to be performed after functional test was completed. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The aspiration flow rate was measured and met specifications. Fluid flowed from the tip of the probe during proportion reflux test. The probe could actuate in momentary vitrectomy mode. No damage was found on the probe manifold. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).